Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken tip at the shaft. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the physical damage occurred during central processing, there was no risk of a fragment falling in a patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the main tube broken at the distal end. Pieces measuring approximately 0.3000¿ x 0.1710¿ were not returned with the instrument. The complaint was confirmed by failure analysis.